Manufacturer narrative:
Lower abdominal pain is a known adverse event associated with endometrial ablation independently of modality used. This fact is described in the (patient counselling) of the operator manual which states: "other common post-procedural complications include cramping/pelvic pain, nausea and vomiting."

Event description:
It was reported that after an uneventful minerva procedure the patient experienced severe lower abdominal pain in the immediate post-operative period and it required extension of hospitalization and pain management.